Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 500 mg/dl. The customer delivered a correction bolus via the pump and changed supplies. The customer changed the infusion set and cartridge to resolve the alarm. The customer believed the cannula may have been bent. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer's bg level stabilized to 205 mg/dl.